Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).

Event description:
It was reported that insulin pump stopped working as customer went into the water with insulin pump. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on back of the insulin pump and had fluid in battery compartment. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.